Event description:
Sterile package was punctured. The cannula systems of this product code are packaged in soft blisters. There is a protective tube over the cannula to prevent the risk of puncture of the packaging material. One protective tube detached from the cannula and the cannula punctured the package. The packaging of the product was punctured, which resulted in the product being non-sterile. The complained product has not been used.